Event description:
It was reported that the balloon ruptured. The 75% stenosed target lesion was located in moderately tortuous and moderately calcified right coronary artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 10 seconds. The procedure was completed with another of the same device there were no patient complications reported.